Manufacturer narrative:
The device was returned to olympus for evaluation and the user facility report was not confirmed however; a damaged and corroded picture in picture (pip) connector pin was observed. This finding resulted in the pip mode being non functional also identified a damaged net spacer. The device was serviced with a new switch and software upgrade then returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the video image was flickering during a procedure. The reporter stated that the processor was changed to another similar device in order to complete the procedure. There was no patient harm reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that since the reported problem could not be reproduced on the device evaluation, the likely cause of the problem was a malfunction of a device used in combination with the subject device. The likely cause of the damaged pip connector and net spacer, identified on the device evaluation is user handling. As stated in the instructions for use, as a preventive measure, "never apply excessive force to connectors. This could damage the connectors. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."